Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer noted air bubbles multiple time in the tubing and patient line. The customers blood glucose (bg) level was impacted range (200-300 mg/dl) the customer would bolus to stabilize bg level. Reportedly, the customer was not removing air from the cartridge prior to filling with insulin. The customer was instructed to always remove air prior to filling with insulin. As tandem technical support was not contacted at the time of the reported issue, no troubleshooting was not performed.